Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.